Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. All 5 of the reported devices were received for evaluation; the event was confirmed for all 5 of the devices during testing. Three devices were found to be affected by wear. Two devices were found to have electrical damage. There were no remedial actions taken. These device are not labeled for single-use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events, in which the devices overheated. Two reported events had no patient involvement; no patient impact. Two reported events had patient involvement; no patient impact. One reported event had no known patient involvement or patient impact.